Event description:
It was reported that during central processing, the tip of the force bipolar instrument broke off. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.186" x 0.646" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws. Additional observation related to the customer reported complaint: the instrument was found to have a broken conductor wire at the distal end. The conductor wire was broken at the grip-crimp location, likely caused by the broken grip tip. The instrument failed the electrical continuity test. No signs of thermal damage was observed. Root cause is attributed to a component failure.